Manufacturer narrative:
B2: date of death: used the first date of the month of (B)(6) 2022 as the exact date was unknown. B3: date of event: used the first date of the month of (B)(6) 2022 as the exact date was unknown. E1: initial reporter phone: (B)(6).

Event description:
Promus premier china registry it was reported that the patient died. In (B)(6) 2018, the subject presented with myocardial infraction and was referred for cardiac catheterization. The target lesion was located in the proximal right coronary artery (rca) with 100% stenosis and was 20 mm long, with a reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilatation and placement of a 3.50 mm x 24 mm promus premiere stent. Following post-dilatation, the residual stenosis was noted to be 10%. After 19 days, the subject was discharged on aspirin and clopidogrel. On an unknown date in (B)(6) 2022, the subject died, and the primary cause of death was unknown. There was no other action taken to treat the event and it is unknown if an autopsy was performed.